Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she experienced low blood glucose the night before. The customer stated she had just inserted a sensor and was receiving calibration errors. The customer stated she did not remember calibrating but she was not completely alert due to the low. Customer stated that her husband helped her and she was able to treat. Customer declined troubleshooting.